Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed unexpected restart when inserting a new battery. It was stated that the customer has not worn the device for around a year and a half. The insulin pump passed the self test. It was customer was advised to call back if she finds any issues with the device. Blood glucose value is 217 mg/dl. Nothing further reported.